Event description:
It was reported that a user¿s ilet screen became unresponsive and the device could not be unlocked; the user was instructed to perform a force restart, after which the issue resolved, and a replacement ilet was arranged while the user continued using a dexcom g7. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included user interview, troubleshooting, and review of device use. Investigation of this case revealed a malfunction consistent with an unresponsive touchscreen on the pump controller, which was addressed through reset and replacement. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction with no clinical sequelae.